Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. One opened probe, with tip protector, in a tray with other items was received for the report. The returned sample was visually inspected and was found to be non-conforming as orange/brown foreign material was observed on the port face and welded cap. The sample was functionally tested for actuation and cutting and was found to be nonconforming for actuation and conforming for cut. Nominal wear on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos gouge marks at the bend area and several other locations on the inner cutter. Retested actuation with probe driver and was found to be conforming. O-rings, spacer, and diaphragm are all intact. The spacer was observed to be broken/cracked. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photo attached was reviewed by the manufacturing site. Photo shows a label with reported lot number. Reported issue cannot be confirmed from photo. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. The complaint evaluation indicates the probe had an actuation failure. The exact cause of the actuation failure cannot be determined from the evaluation performed. However, a manufacturing defect cannot be ruled out for the broken/cracked spacer as the broken/cracked spacer could have caused the actuation of the probe to not open and close properly. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time as the exact root cause of the cut failure could not be determined. A nonconformance record has been opened to trend the defect of broken/cracked spacer and a nonconformance investigation has been completed to investigate the trend identified for probes with would not cut or actuate issues. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the probe had poor cutting during vitrectomy surgery. Replaced with a new probe and completed the surgery. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).